Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the original trach size was 4.0 and was upsized in or to 4.5, then the patient was discharged. At home, the mother of the child carried out a trach change with information that the new style would be directly interchangeable. When inserted the child was extremely irritable so the mother changed the tube back, and the child settled. After consultation with community nurses the mother reinserted the 4.5 which then started to bleed, the child was again irritated and uncomfortable, the mother kept the trach in for another 3 days but the child did not settle so she went back down to 4.0.